Manufacturer narrative:
Block h6: imdrf code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf code f2203 captures the reportable event of imaging required.

Event description:
It was reported to boston scientific that an orbera intragastric balloon was utilized during a balloon implant procedure on (B)(6) 2025. On (B)(6) 2025, the physician reported that the patient presented with abdominal pain and discomfort. An abdominal x-ray was performed to evaluate balloon position and status, followed by an abdominal ultrasound. Based on the examination, the physician suspected overinflation of the intragastric balloon. The balloon was subsequently explanted and replaced with a new balloon. The procedure was completed with another of the same device. No additional patient complications were reported as a result of the event.

Manufacturer narrative:
Block h3: the device has been received by the manufacturer; however, the product investigation and analysis have not yet been completed. Upon completion of the investigation, a supplemental MDR will be submitted. Block h6: imdrf code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf code f2203 captures the reportable event of imaging required. Additional information: block b5: describe event or problem. Block h6: device codes.

Event description:
It was reported to boston scientific that an orbera intragastric balloon was utilized during a balloon implant procedure on (B)(6) 2025. On (B)(6) 2025, the physician reported that the patient presented with abdominal pain and discomfort. An abdominal x-ray was performed to evaluate balloon position and status, followed by an abdominal ultrasound. Based on the examination, the physician suspected overinflation of the intragastric balloon. The balloon was subsequently explanted and replaced with a new balloon. The procedure was completed with another of the same device. No additional patient complications were reported as a result of the event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Event description:
It was reported to boston scientific that an orbera intragastric balloon was utilized during a balloon implant procedure on (B)(6) 2025. On (B)(6) 2025, the physician reported that the patient presented with abdominal pain and discomfort. An abdominal x-ray was performed to evaluate balloon position and status, followed by an abdominal ultrasound. Based on the examination, the physician suspected overinflation of the intragastric balloon. The balloon was subsequently explanted and replaced with a new balloon. The procedure was completed with another of the same device. No additional patient complications were reported as a result of the event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: imdrf code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf code f2203 captures the reportable event of imaging required. Investigation results summary the orbera365 intragastric balloon was returned for analysis. A visual inspection confirmed the balloon was deflated and it was observed that the balloon was colored blue. The customer provided pictures in which it was observed that the balloon was out of the patient, deflated and colored blue due most likely to being filled with methylene blue. The intragastric balloon system directions for use (IFU) states the igb is placed in the stomach and filled with sterile saline; however, it was reported that methylene blue was used when filling the orbera balloon. Additionally in the pictures, a line was observed that indicates the presence of air in the balloon. Therefore, there is enough evidence to confirm the reported events of device use of device issue user error and balloon spontaneous inflation. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The review also found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The intragastric balloon system directions for use (IFU) states the igb is placed in the stomach and filled with sterile saline; however, it was reported that methylene blue was used when filling the orbera balloon. The following adverse events are anticipated in the IFU: balloon spontaneous inflation, pain abdominal and discomfort. A risk review of the orbera balloon was completed and confirmed that the events of balloon spontaneous inflation, pain abdominal, discomfort, endoscopic procedure, imaging required and device use of device issue user error were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.